Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the control unit of the electric pen drive device was not functioning and was defective. It was noted that the controller was stuttering, the motor was worn out, the electronic control unit (ecu) if the handpiece malfunctioned and the etching on the housing was worn. It was further determined that the device failed pretest for marking and labeling, and check function and direction of rotation. Therefore, the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that the electric pen drive device when used with the handpiece device spontaneously stopped during drilling, and in a few minutes the handpiece device would spontaneously get heat. It was reported that a cable device was used with the devices but there was no reported malfunction with the cable device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.